Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that their g5 transmitter would not pair with their g5 application on (B)(6) 2016. Dexcom representative advised patient to swipe all applications out, in the background, this was unsuccessful. There was no report of injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 02/19/2016. Complaint for a pairing issue between the g5 application and the g5 transmitter could not be confirmed. The root cause could not be determined post investigation.